Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. Although there were visual indications of dried fluid within the cassette compartment, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen was dim. A simulated treatment was performed and completed without failures. The weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. An internal inspection of the cycler showed no visible damage to the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having volume error alarms and feeling very full after treatment. The patient discontinued treatment during dwell 3 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 4,884 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: event description and evaluation codes.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a volume error alarms. The patient discontinued treatment during dwell 3 of 4 of treatment. A review of the patient¿s treatment records identified that the patient drained 4,884 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.